Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, a skin breakdown had developed over the bottom part of the receiver, exposing the receiver/stimulator. The device was explanted on (B)(6) 2024, and there is a plan to re-implant the patient with a percutaneous baha implant system; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis and infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2024 in order to debride the infected site.